Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device emitted loud unusual noise, the console rotations per minute (rpm) were fluctuating (actual reading: 73,000-80,000 rpm; specification: 80,000 rpm). The console displayed an e6 error after two minutes and fifteen seconds of operation, the motor and drive shaft shim were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force being applied to the device while in use which would be considered as misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device was making loud rattling noises. During service and repair testing, it was observed that the device emitted loud unusual noise, the console rotations per minute (rpm) were fluctuating (actual reading: 73,000-80,000 rpm; specification: 80,000 rpm). It was also observed that the console displayed e6 error after two minutes and fifteen seconds of operation and the motor and drive shaft shim were worn. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.